Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure there was difficulty tracking the stent delivery system (sds) over the wire. The target lesion being treated was located in the left circumflex artery. The 2.50x16mm promus element sds was advanced over the guide wire and became stuck while still within the guide catheter. The promus element sds was removed over the guide wire. The same guide wire and guide catheter were used to completed the procedure with a non-bsc stent. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 124.7 cm proximal from the tip. The proximal section of the hypotube was not returned. Several kinks were identified along the hypotube. Several kinks were also identified in the inner and outer lumens. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).